Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: tissue pad was worn out and some parts of it came off because the ultrasound gripping part closed without gripping the tissue (including after the tissue was cut). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the sonicbeat part of the tissue pad folded over. The issue was found near the end of the therapeutic laparoscopic cholecystectomy procedure and was completed using the same device. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.